Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead exhibited high out-of-range pace impedance measurements (>3000 ohms) in unipolar and bipolar vector configuration, high pacing thresholds, and noise oversensing. It was suspected that the cause of these observations were due to a connection issue, so the lead was reconnected at a revision procedure. However, the clinical observations were not resolved. This device remains in service. No additional adverse patient effects were reported.